Manufacturer narrative:
Initial MDR 2517506-2021-00067 was filed on 04-mar-2021. Additional information (12-may-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated human chorionic gonadotropin (hcg) result on a dimension exl200 system. Headquarters support center (hsc) has reviewed the information provided. Review of the instrument data logs showed that no instrument malfunctions occurred during the time the sample was processed. Hsc requested that the sample be sent to siemens for additional testing, however the sample was not provided. No other samples have been reported as being discordant for hcg by this customer at this time. The cause of the event is unknown. The device is performing within specifications. The instrument is operational. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding a discordant, falsely elevated human chorionic gonadotropin (hcg) patient result on a dimension® exl¿ 200 system. (B)(6) is investigating the event.

Event description:
A discordant falsely elevated result for human chorionic gonadotropin (hcg) was obtained on a dimension® exl¿ 200 system. The initial result was reported and questioned by the physician(s). The same sample was reprocessed on the same instrument and a result that matched the initial result was obtained. The sample was repeated on an alternate instrument at another site. The reprocessed result produced was lower and considered a true result for the patient. The customer issued a corrected report. The customer stated that the patient was scheduled for an x-ray, which was delayed two hours pending the result from the other site. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated hcg result or the delay.